Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
Info was received that reported a pt was hospitalized in 2007 due to hyperglycemia. The reporter states the pt was on mission and became ill two days prior to hospitalization. On the following day her blood glucose rose to >500 mg/dl. On original date, she was vomiting and she was brought to the hospital. She was admitted and treated with IV insulin and fluids. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.